Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: left nephrectomy. Detailed description of event: event 1 of 2: 2022-000861; event 2 of 2: 2022-000872. Dr (B)(6) has been using cd004 for years and the product is very familiar. During operation 17.3 bag of cd004 did not seem to open normally inside the abdominal cavity. The metal frame of the bag did not reach the end of the bag or the bag slipped off from the metal frame and therefore the bag was partially "hanging loose". Dr (B)(6) took the retrieval bag out from the cavity without the kidney, and tried again with a new retrieval bag from the same box. Same malfunction occured again with the second retrieval bag. Third bag they opened worked normally. Overall, two bags malfunctioned, and one of them is available for inspection. Two replacement products are requested by customer. Additional information received from applied medical representative via email on 25-mar-2022: the lot number is not yet known, but should be on the packaging that's also being returned. The surgeon emphasized that she has been using the bag for years nearly weekly basis, she is very familiar with the product, she likes it a lot and when I asked, she did not think she did anything unusual that would count as user error. Since the same error occurred twice in a row with a bag from a same batch, she was in an assumption that there was product defect instead of user error. The surgeon doesn't remember any details of the surgery. Possibly there may have been a grasper and/or a competitor maryland device. Patient status: patient was unaffected. Type of intervention: change of device.

Event description:
Name of procedure being performed: left nephrectomy. Detailed description of event: event 1 of 2: 2022-000861 - MFR. Event 2 of 2: 2022-000872 - MFR 2027111-2022-00556. Dr [name] has been using cd004 for years and the product is very familiar. During operation 17.3 bag of cd004 did not seem to open normally inside the abdominal cavity. The metal frame of the bag did not reach the end of the bag or the bag slipped off from the metal frame and therefore the bag was partially "hanging loose". Dr [name] took the retrieval bag out from the cavity without the kidney, and tried again with a new retrieval bag from the same box. Same malfunction occured again with the second retrieval bag. Third bag they opened worked normally. Overall, two bags malfunctioned, and one of them is available for inspection. Two replacement products are requested by customer. Additional information received from applied medical representative via email on 25-mar-2022: the lot number is not yet known, but should be on the packaging that's also being returned. The surgeon emphasized that she has been using the bag for years nearly weekly basis, she is very familiar with the product, she likes it a lot and when I asked, she did not think she did anything unusual that would count as user error. Since the same error occurred twice in a row with a bag from a same batch, she was in an assumption that there was product defect instead of user error. The surgeon doesn't remember any details of the surgery. Possibly there may have been a grasper and/or a competitor maryland device. Patient status: patient was unaffected type of intervention: change of device

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag coming off the metal supports as the tissue bag was returned detached from the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.